Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No motor error alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.

Event description:
It was reported that the insulin pump had motor error. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.